Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Are images available? What is meant by, ¿attempting to disengage?¿ what is meant by ¿partial staples were fired?¿ was the cut line fully circumferential with only half of the staples deployed (incomplete staple line)? Were there any issues noted with staple formation? If so, please describe the shape and location. Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. What is the current patient status?

Event description:
It was reported that during a robotic low anterior resection procedure that the device fired but when attempting to disengage the device would not come apart. Procedure was converted open and upon inspection only partial staples were fired. Once the device was removed the surgeon did not hand sew but came back with a cdh29p and it worked great.

Manufacturer narrative:
(B)(4). Date sent: 04/26/2022. An analysis of the product could not be performed since a physical sample was not received for evaluation. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: the hospital and physician are unwilling to provide any further information.